Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain. It was reported that the patient got hurt in may 2023 and they finally got surgery in january about it, they had a bone break and it went into their spinal cord. The patient had a laminectomy. The patient noticed four or five months ago that they were not able to turn their stimulation up for it was different and when they got an x-ray at their doctors office it was noticed that a lead was disconnected. The patient had two leads and due to one disconnecting the patient needed to have their stimulation therapy reprogrammed. The patient's healthcare provider said they had to call the manufacturer. The patient was redirected to their healthcare provider to further address the issue.